Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08982. It was reported that balloon catheter burst occurred. The chronic totally occluded (cto) target lesion was located in the left anterior descending (lad) artery. A stingray catheter was used in conjunction with a stingray guidewire and a crossboss catheter to treat the target lesion. The physician utilized the three devices for an antegrade dissection re-entry method in crossing the cto lesion. When the physician successfully crossed the lesion with an unspecified cto specialty gudiewire and then established the guidewire in the sub-intimal plane as visible through fluoroscopy injections, the physician passed the crossboss catheter down over the guidewire while remaining in the sub-intimal plane. After which, the physician took the first stingray catheter along with the stingray guidewire and brought the devices into the sub-intimal plane. The physician then inflated the stingray catheter at 4 atmospheres (atm) however, it was noticed that the balloon burst. The stingray catheter was then pulled and the second stingray catheter was used and successfully delivered to the desired location. Upon inflation of the second stingray catheter at 4 atm, the device stayed inflated for a short duration just enough to deliver and cross the stingray guidewire. However, it was unable to retain the contrast since the device burst as well. Subsequently, since the stingray guidewire was able to re-enter the true lumen, the physician proceed in delivering the unspecified stents across the lesion and re-vascularized the artery. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic examination presented no damage or irregularities to the balloon of the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to 4 atm (rated burst pressure). The catheter maintained constant pressure and there was no indication of any ruptures, leaks or other irregularities. Microscopic examination presented no damage or irregularities to the shaft of the device. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-08982. It was reported that balloon catheter burst occurred. The chronic totally occluded (cto) target lesion was located in the left anterior descending (lad) artery. A stingray catheter was used in conjunction with a stingray guidewire and a crossboss catheter to treat the target lesion. The physician utilized the three devices for an antegrade dissection re-entry method in crossing the cto lesion. When the physician successfully crossed the lesion with an unspecified cto specialty gudiewire and then established the guidewire in the sub-intimal plane as visible through fluoroscopy injections, the physician passed the crossboss catheter down over the guidewire while remaining in the sub-intimal plane. After which, the physician took the first stingray catheter along with the stingray guidewire and brought the devices into the sub-intimal plane. The physician then inflated the stingray catheter at 4 atmospheres (atm) however, it was noticed that the balloon burst. The stingray catheter was then pulled and the second stingray catheter was used and successfully delivered to the desired location. Upon inflation of the second stingray catheter at 4 atm, the device stayed inflated for a short duration just enough to deliver and cross the stingray guidewire. However, it was unable to retain the contrast since the device burst as well. Subsequently, since the stingray guidewire was able to re-enter the true lumen, the physician proceed in delivering the unspecified stents across the lesion and re-vascularized the artery. No patient complications were reported and the patient's status is stable.